Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a patient who underwent a mechanical thrombectomy procedure, in which a solitaire x stent retriever was used, had presence of neurological deterioration on (B)(6) 2022, at 24 hours post-procedure. Worsening of >4 points from baseline nihss score was noted. Expansion of index infarction was observed on computed tomography (CT). Pre-procedure nihss was 16 and post-procedure nihss was 21. There was no problem with the solitaire device or any intra-operative issue noted. IV tissue plasminogen activator (tpa) was contraindicated. One pass was made with the solitaire x device during the procedure to treat the patient for ischemic stroke with tici 3 achieved. No additional treatment was reported. The patient died on (B)(6) 2022; cause of death was not reported.

Event description:
Additional information was received indicating no actions/interventions were taken. The patient passed away at the medical facility. The death was not related to the procedure, device, or therapy according to the site.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.